Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument are scratched and gouged.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and visual : scratched/nicked were reviewed. It was determined visual : scratched/nicked has not caused or contributed to any deaths or serious injuries within the time period of (B)(6) 2018 ¿ (B)(6) 2022. In total, there have been zero serious injuries and zero deaths reports related to visual : scratched/nicked in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, visual : stratched/nicked associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50. D2b (procode).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the submitted device confirmed the reported damage as well as finding pieces of the rubber t-handle torn/chipped away. The damage is consistent with poor device maintenance. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.